Event description:
It was reported patient is experiencing allergy to metal eight months post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product: femoral central cone catalog # 42545001012 lot# 64700341; tibia fixed cemented stem extension catalog # 42542006701 lot# 64960941; femur cemented standard catalog # 42504605401 lot# 65046024; stem extension catalog # 42560113510 lot# 64911578; stem extension catalog # 42560007514 lot# 65032365; tibia central core catalog # 42545000511 lot# 64815927; femur cemented catalog # 42504605411 lot# 65046008; articular surface catalog # 42512600414 lot# 65321527; cable cerclage cable catalog # 00223200418 lot # 65240317; cable cerclage cable catalog # 00223200418 lot # 65240311; palacos r+g fast catalog # 66056768 lot # 99571117 ; palacos r+g fast catalog # 66056768 lot # 99571117 ; palacos r+g fast catalog # 66056768 lot # 99571117 ; female hex screw catalog # 42509902525 lot # 65259825. H6: component code - suggested code: mechanical (04) - stem. G2: australia. Multiple MDR reports were filled for this event: 0001822565-2023-01299, 0001822565-2023-01300, 0001822565-2023-01314, 0001822565-2023-02551, 0001822565-2023-02552. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The initial report was submitted under manufacturing report number 0001822565-2023-01301.